Event description:
It was reported that this dialysis catheter was successfully placed and accessed regularly. It was noted approximately five months post placement the patient had developed endocarditis. This catheter was successfully removed via the proximal end and another catheter was placed for continuation of treatment. The patient was treated with antibiotics and the patient's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. Since this device was in place for approximately five months and no infection was evident prior to the incident, the company believes user technique during accessing, hospital environment and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "caution: strict aseptic technique must be used during the insertion, maintenance, and removal procedures".